Event description:
Pt admitted for laparoscopic cholecystectomy. During the procedure, the hook tip of the electrocautery measuring 3-4 mm was broken off from the cautery blade and lost in the abdomen.